Event description:
During attempted implant, the helix of the device was stretched. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.